Event description:
It was reported that using a brachial artery access approach during a procedure of the mildly calcified, 80% stenosed, de novo, proximal ramus artery the 2.75 x 15 mm trek balloon dilatation catheter (bdc) was inflated at 6 atmosphere (atm) when it ruptured. There was no reported adverse patient effect. A 2.75 x 15 mm non-abbott bdc was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.